Event description:
During a surgery, a handpiece overheated after 50 minutes of use. No adverse consequences were reported. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
Corrected information: not available for return.

Event description:
During a surgery, a handpiece overheated after 50 minutes of use. No adverse consequences were reported. Attempts are being made to obtain additional information from the user facility.